Manufacturer narrative:
Continuation of concomitant products: : product ID: bi71000194, serial/lot #: none, ubd: unknown, UDI#: unknown. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system displayed an error message that the system had an early termination of the 3d spin. The foot pedal was used to complete the procedure. It was noted that the hand switch was involved. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the hand switch was replaced. The im aging system then passed the system checkout and was found to be fully functional. H6: fdm 10, fdr 120, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #262474848: (B)(6) 2021 11:11:06 cst webmremotews sfdcmnav product analysis task update: workordername : (B)(6). Analysis summary text : action/resolution: replaced hand switch and performed a system checkout. O-arm operational. Cable grade: a contact: carl plaia demo/eval unit: false hardware p/f: pass imaging modalities failure: 2d;3d imaging modalities p/f: fail imaging summary of failure(s): hand switch intermittently fails when cable is flexed. Inspection and operational tests p/f: pass instruments p/f: pass is imaging failure resolved?: yes. Mechanical fit of part upon install: pass mechanical inspection. P/f: pass record type: o2 system checkout (closed) software. P/f: pass status: completed does the system perform as intended?: no. Visually inspected parts prior to instal: pass were hardware parts replaced?: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 00706552 (hcp) medtronic received information regarding an imaging system used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system displayed an error message that the system had an early termination of the 3d spin. The foot pedal was used to complete the procedure. It was noted that the hand switch was involved. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. (B)(6) 2021 gregem2: additional information noted that the hand switch was being used to take the 3d spins. Also, the probable cause was that there was a bad handswitch on the system.

Manufacturer narrative:
H2: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. This issue was not a systemic issue and was resolved by using the foot pedal. The investigation per (B)(4) determined this issue was due to hardware. Hand switch replaced to resolve issue. Estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is 12.5 msv to =25msv. Number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.